Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was received in normal mode. Analysis performed including electrical, mechanical and environmental stress testing indicated the device exhibited normal characteristics. The device battery voltage is normal and above eri level, and the pacing output was stable and normal throughout the entire tests. Longevity assessment was performed, and device was in the normal range of operation with battery voltage still above eri level.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the product was returned without an indication of reason for explant. The product was implanted for approximately 5 years.